Manufacturer narrative:
(B)(4).

Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving clonidine, bupivacaine and morphine. It was reported that a motor stall was seen at initial interrogation. The patient's pump was filled on (B)(6) 2016. The logs showed a stall from (B)(6) 2016 and then a recovery. The on-call physician reported that the pump stalled again on (B)(6) 2016. It was noted that a "stopped pump period may exceed tube set" message also occurred. The hcp told the manufacturer representative. The manufacturer representative planned to the patient later in the day ((B)(6) 2016) but may not have cell service. The patient was an inpatient at a facility other than where the patient is normally seen. The patient had abdominal pain but the doctor did not know if it was because of the pump or some other health issue. It was unknown if the patient had a recent MRI. There were no troubleshooting or interventions reported. The hcp who initially reported information, product information, relevant medical history were unknown. In addition, the patient information, patient outcome and drug doses/concentrations in the pump were unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative. They were able to locate the patient involved in the event. They could not find the logs in any of the physician programmer logs. Additional review indicated the information previously reported in manufacturer¿s report # 3004209178-2016-03373 pertains to this manufacturer¿s report. Any additional information that is received will be reported in current regulatory report. Information from manufacturer's report # 3004209178-2016-03373: information was received from a health care provider (hcp) regarding a patient receiving intrathecal clonidine 60ug/ml at 26.919ug/day, bupivacaine 4.5mg/ml at 2.0189mg/day, and morphine 4.5mg/ml at 2.0189mg/day. The lot numbers were unknown. A motor stall was seen at the initial interrogation. The patient had not recently had an MRI. The pump stalled, and eri (electronic replacement indicator) was 33 months. The patient was having an injection on (B)(6) 2016. They did not want to have any pump alarms that activate and did not want a new pump, so ¿pump off¿ was being done. Imaging was done after the stall, but the hcp did not think there were any mris/electromagnetic interference (emi) that may have caused the motor stall. The patient was in the hospital for some time (approximately 5 days) with withdrawal symptoms when the motor stall occurred. It was noted that at the refill on (B)(6) 2016, there were no motor stall/pump issues. The hcp had not read the event logs, so they did not know the date of the stall. The onset was unknown ((B)(6) 2016). It was unknown if this was a gradual or sudden change in therapy/symptoms. The cause of the issue, actions/interventions taken, and the outcome were unknown. Follow up was conducted. If additional information becomes available, the event will be updated. There were no troubleshooting or interventions reported. Relevant medical history were unknown. In addition, patient outcome was unknown. Additional information has been requested, but was not available as of the date of this report.